Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection [noted the helix was retracted and dried blood was present in the helix housing and confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that during the attempted implant of this right atrial (ra) lead, the helix would no longer extend after the helix mechanism was turned multiple times when attempting to place it in the atrium. This lead was extracted and successfully replaced. No adverse patient effects were reported.